Event description:
Clinical assessment by (B)(6): a 71-year-old male was admitted for acute myocardial infarction and cardiogenic shock. Before percutaneous coronary intervention, an impella cp was placed. The patient suffered a cardiac arrest and was escalated to a veno-arterial extracorporeal membrane oxygenation before the coronary procedure was carried out. Following several error messages and loss of placement signals, the automated impella controller was switched to a new controller. The new controller showed the impella as defective. Impella was removed and switched out for new and second impella cp. The patient was supported for an off-label prolonged duration of six days. During this time, he was treated for a growing pulmonary edema, also requiring continous renal replacement therapy for both volume management and temporary renal failure. Due to the poor prognosis, care was withdrawn and the patient expired. Death was conservatively coded to the first impella cp while most likely to be caused by the underlying disease and unrelated to impella as the replacement device functioned as expected in this critically ill patient. Also, pulmonary edema and renal failure are more probable to be related to the underlying disease.

Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this automated impella controller device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device reports on the impella cp pump 1 and impella cp pump 2.

Manufacturer narrative:
Revised d1 brand name the device was retuned d9 was updated. The investigation is underway once completed a supplemental report will be sent.

Manufacturer narrative:
Added: b5 (event description), d3 (manufacturer fax), g1 (manufacturer contact fax number) and h6 (health effect - impact code & medical device problem code) based on new additional information received. Corrected: d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that the automated impella controller was replaced based on recommendations from csc and the treating physician. Following the controller replacement, the pump failed to restart and subsequently stopped operating. The affected pump had been previously returned. The associated console was also returned and underwent preventive maintenance at headquarters.